Event description:
Patient presented with thrombosis of both iliac veins into the inferior vena cava (iva); no pedal pulse was palpable in either leg. Patient had a filter in the ivc which was also full of thrombus, and thrombus was partially occluding the left renal vein. Patient had already received a full course of tpa. Patient was treated with angiojet followed by stenting. Blood flow was restored. Two and 1/2 hours after the procedure, patient died. Physician stated cause of death was disseminated intravascular coagulation (dic), possibly exacerbated by hemolysis. Hemolysis is a known effect of angiojet operation.